Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/02/2025, the user reported that the pump tubing caught on a door handle, causing the pump to strike the door. Following this, the touchscreen developed a crack and became unresponsive. The user reverted to backup therapy when the touchscreen stopped functioning. A replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.